Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient coughed and lost consciousness for 15 minutes. The patient was sent to the hospital and electrogram revealed no pacing and the device could not be interrogated with a programmer. The implantable pulse generator (ipg) was found to be have reached end of life. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.